Event description:
Using the dexcom sensor I have repeatedly gotten a severe burn/ rash. I never had a reaction to any adhesive including dexcom before this. I now have an issue every time I use the dexcom adhesives. Any where I used the dexcom I now get a reaction no matter what type of adhesive I use. My body is hyper aware in those locations. When this reaction happened, it caused false readings that could be life-threatening if treated or ignored. Severe chemical burn / rash. This device has saved my life countless times. It has made it so I can live life normally and enjoy it the way I would like. It would be extremely difficult and disappointing to not have this device. FDA safety report ID # (B)(4).